Event description:
It was reported that this device was unable to be interrogated. Boston scientific technical services (ts) was consulted and troubleshooting was performed, however, the issue was not resolved. Ts recommended contacting a field representative for further evaluation. No adverse patient effects were reported. At this time, this device remains in service.